Event description:
The customer mentioned she dropped the power adapter for her pump in style device, and it practically all fell apart. The back cover of the adapter fell off, which is a safety risk.

Manufacturer narrative:
The customer reported that their power adapter fel apart, which is a safety risk. A product evaluation on (B)(6) 2014 confirmed the customer complaint. The power adapter was found to have a breached housing. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increase to further protect the transformers during shipping.